Event description:
Customer reported that she was having high blood glucose that was in the 400 mg/dl range. Customer stated her blood glucose has been running high. Customer thought the insulin pump was suppose to alarm every time her blood glucose was high or low, range was set to 80 - 120 mg/dl. Customer states the device was not alerting her predict high or low. Customer was advised that they programming of the sensor setting need to be done by her doctor. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.